Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 402452 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was increased threshold since implant and low impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.